Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that upon removal of sensor on the same day, patient noticed a portion of the wire protruding from her skin at sensor insertion site. At the time of her call to technical support, patient reported that she is in fine condition. Patient experienced no discomfort, and no medical intervention was required.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.